Manufacturer narrative:
Submit date: 12/14/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer reported that the device is full of dusty material on the case. Service found a burnt component.

Manufacturer narrative:
Submit date: 03/07/2017. An evaluation of the kangaroo pump was performed for the reported condition of the unit having a burnt component. The unit was triaged and the reported issue was confirmed. There were traces of burning on the unit's motherboard. The likely cause of trace amounts of burning on the motherboard is due to a blown fuse. Fuses on the motherboard will open in order to act as a safety mechanism. A review of the device history record shows that this unit was manufactured in 2009 and was released meeting all manufacturing specifications.